Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device failed temperature and rpm tests. The locking components, coupling and bearing were damaged. The device was repaired and returned to the customer on 8/6/2013.

Event description:
Customer returned device for an unknown reason. During service the technician reported the device has an air and oil leak. This is report 1 of 1 for (B)(4).